Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while patient was eating, he suddenly felt an electric shock in the area of his neck near the extensions. This has now happened twice. The patient presented to a clinic for evaluation, where an x-ray was taken, the neck was palpated, and the system was tested; the evaluation was reported as normal and no error was found. The implantable system remained in service and the issue was not resolved at the time of the report.